Event description:
It was reported that there was premature battery depletion probably due to maximum lv (left ventricular) output, and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.